Event description:
The user facility reported via vigilance report to ansm that they had leaks with their endogator auxiliary water jet connector. No report of injury or procedure delay.

Manufacturer narrative:
The devices subject of the event were not returned to medivators for evaluation. Without return of the devices for evaluation, a root cause could not be determined. The device history record for the lot subject of the event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. The instructions for use state, "attach the endogator single use auxiliary water jet connector to the gi endoscope's auxiliary water port by engaging the threads and turning slowly until you feel resistance. Firmly attach to the endogator tube set's (intended for use with the 100241) backflow valve via the luer lock connection. Prior to the procedure, activate the footswitch and prime the tube set and gi endoscope with sterile water. If auxiliary water jet connector is leaking disconnect and replace with another adapter. Contact customer service about the leaking adapter for replacement instructions." Medivators will continue to monitor for similar events to ensure the product performs as expected. No additional issues have been reported.